Event description:
A surgeon reported an uncut area of lasik flap. Case was aborted and pt was rescheduled. Additional info from the surgeon indicated pt was brought back in at a later date and procedure was completed.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).